Event description:
It was reported that the 9900 system had an overvoltage fault error message during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery charger was replaced and the high voltage cable was reseated during the service call. The system was tested and found to be working as intended, and put back into service.